Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The customer sample was subjected to a retraction lock-out test as well as a visual inspection. The sample passed the test and inspection with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: translated to english. The customer stated "the needle could not be retracted completely after use."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: translated to english. The customer stated "the needle could not be retracted completely after use."